Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed the proximal pressure, lcd screen, and low o2 flow tests during testing. There were no repairs made to the device because the customer requested the device to be returned un-service. Additional findings not related to the malfunction/issue were the rubber feet missing from the device. There were no repairs made to the device because the customer requested the device to be returned un-service.